Event description:
It was reported that during the procedure, after pre-dilating the lesion with an unspecified 2.0x10 balloon dilatation catheter, a 3.5x12 xience v rx stent delivery system (sds) was advanced via femoral access to the moderately calcified, 99% stenosed lesion in the moderately tortuous mid right coronary artery with resistance felt and force applied. When deploying the stent at 16 atmospheres in the target site, although the stent was angiographically confirmed to be fully apposed to the vessel wall, a distal edge dissection was noted. The sds was withdrawn from the deployed stent without resistance. The dissection was successfully treated via deployment of a 3.5x15 xience v stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.